Manufacturer narrative:
The patient files were reviewed by a customer quality engineer for the event date of (B)(6) 2020. There were zero (0) instances of charge completing that were not followed by a shock or removal of charge. The issue was unable to be verified. A root cause is unable to be determined. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device failed to disarm charged defibrillation energy by pressing the speed dial knob. The device had to be powered off to disarm the charged energy, as it was not responding to the button presses. This could be indicative of a lock-up condition, which would prevent the users from providing defibrillation therapy, if it were needed. There was patient involvement in the reported event.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control service representative evaluated the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to disarm charged defibrillation energy by pressing the speed dial knob. The device had to be powered off to disarm the charged energy, as it was not responding to the button presses. This could be indicative of a lock-up condition, which would prevent the users from providing defibrillation therapy, if it were needed. There was patient involvement in the reported event.